Event description:
From (B)(4): (B)(4) is the initial importer of the device which is a cane branded hurryworks. The device has not been returned for evaluation. We are awaiting the correct model number for the device. We will file a followup submission when additional data becomes available. The cane's wrist strap became detached from the cane's shaft slipping to the base of the shaft . My end-user stepped on the detached band with her my next step and the cane did not move. She fell breaking her fall with her wrist. Her wrist broke.